Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot#: 0epeg11b using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Event description:
The customer reported that he obtained blood glucose readings of 74 mg/dl at 11:02 p.m. And 296 mg/dl at 11:09 p.m. With the contour next link 2.4 meter. The customer stated that he took novalog insulin based on the higher reading and experienced symptoms of hypoglycemia which he described as dizziness. The customer took glucose tablets and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.